Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventralight st mesh (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralex st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st and ventralight st on (B)(6) 2013 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both the devices. It is also alleged that the patient sustained unspecified injuries on (B)(6) 2014 and/or (B)(6) 2016. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe, permanent personal injuries." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralight st (device #1). Per op notes, ¿three pieces of meshes were removed. Placed a ventralight st mesh (device #1) in the retrorectus space.¿ (note: unknown meshes were removed during this procedure). (B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of ventralex st (device #2). Per op notes, ¿taken down the adhesions between the omentum and anterior abdominal wall. A ventralex st mesh (device #2) was placed it in an underlay fashion using prolene sutures.¿ (note: the previously placed ventralight st mesh (device #1) was not seen during this procedure). (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia with chronic abdominal wall pain thereby underwent repair with the removal of mesh (device #1 & #2). Per op notes, ¿there was hernia recurrence between the previously placed mesh (device #1 & #2). Noted significant amount of inflammation and scar tissue around the ventralex st (device #2). The mesh (device #1 & #2) was removed.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st and ventralight st on (B)(6) 2013 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both the devices. It is also alleged that the patient sustained unspecified injuries on (B)(6) 2014 and/or (B)(6) 2016. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe, permanent personal injuries." It is also alleged that the patient experienced emotional distress and the device was defective.